Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with endocarditis, vegetation on the leads (right ventricular (rv) lead and atrial lead), and infection which required extraction of the implantable cardioverter defibrillator (ICD) system. Due to patient¿s heart block and pacemaker dependency a leadless pacemaker was implanted and used to support heart rhythm during antibiotics over next few weeks. The patient will return to their home state and be re-implanted there at a later date. No further patient complications have been reported as a result of this event.